Event description:
During a pulmonary vein isolation (pvi) with a farapulse (another company¿s product), st elevation occurred during the treatment of the right pulmonary vein, which was revealed at the end of the procedure. Spasm caused by pfa was suspected, but according to cardiac catheterization after the procedure, the diagnosis was that no spasm seemed to be occurring. Administration of nitroglycerin had no effect. Regarding air embolism, the physician considered it unlikely because st elevation was persisting for over 30 minutes. The physician commented, "it cannot be said that there was no influence from pfa, but sedation with precedex might have influenced." The patient was hospitalized for an additional day for observation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).